Event description:
On (B)(6) 2014, it was reported that the check button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The buttons were tested successfully and the functionality fulfill the product specification.

Manufacturer narrative:
The event occurred in (B)(6).